Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may contribute to iab complications during use. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Additional reporter information: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Occupation: (B)(6) care services. Additional reporter(s): dr. (B)(6) / dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4) . H3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2023 at 15:58. On (B)(6) 2023 at 12pm an excessive build up of clear fluid was noted in the extracorporeal helium line. No blood specs were noted in the tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The arterial augmentation was good and the waveform was appropriate. The provider was notified and the decision was made to keep the iab in place until the patient could receive an left ventricular assist device (lvad) as the patient was dependent on iab therapy. Therapy was continued and the patient later received an lvad. The iab was removed on (B)(6) 2023 at 6:16am. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid complaint record ID # (B)(4).